Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer¿s blood glucose level reached 501 mg/dl due to the issue. To address the high blood glucose level, the customer administered a correction bolus via the pump and required assistance from a diabetes center, which provided routine assistance. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.